Event description:
The customer contact reported battery leakage noted in the battery compartment of the device. The pump was returned to the biomedical dept from the ob dept with an unsigned note that stated " not working." The customer contact reported this occurred prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, while on battery power the device would not power on and leakage from the disposable batteries was noted in the battery compartment of the device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.